Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce xrays. No report of patient injury.